Event description:
Additional information received that another high out-of-range (oor) shock lead impedance was detected via the patient's remote monitoring system. Further investigation indicates that the patient remote monitoring system was reprogrammed to 150 ohms. The cause was undetermined. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) with the right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance. Boston scientific technical services (ts) advised to bring patient in for further evaluation. Additional information obtained from field representative indicating that lead was a single coil lead and was a normal device function. Further, the source was undetermined. The system remains in service. No adverse patient effects were reported.